Event description:
This report was received by baxter (B)(4) and is a report by a nurse from (B)(6) of peritonitis and patient made mistake/break in aseptic technique in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began dianeal pd2 1.5% ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). The nurse reported, dianeal pd2 1.5% ultrabag therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique, further described as the patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The nurse reported, the cause of the peritonitis was patient made mistake/break in aseptic technique (details unknown). On (B)(6) 2012, the patient began treatment with vancomycin (1gm stat every 5th day-ip), unizox (daily, intravenously (IV) for 14 days) and tazin (4.5gm, twice a day, IV for 14 days). At the time of the report, the peritonitis was reported to be resolving concomitant therapy was not reported. In the nurse's opinion, the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique due to a mistake made by the patient. The assignable cause was not determined. Additional information: a labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.